Manufacturer narrative:
Catalog #: 72402287, 72401958. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female was implanted with an acticon device on (B) (6) 2001. On (B) (6) 2004 the cuff was revised from a 12.0cm to a 10.0cm cuff. On (B) (6) 2008 the entire device was removed and replaced due to recurring incontinence. Device was destroyed, unable to follow-up. No further info was provided.